Event description:
During the transfemoral tavr, there was a vascular injury. Initially, two esheaths could not be advanced up the left femoral artery, due to patient conditions. After deliberation, the physicians felt that a percutaneous approach via the right femoral artery would be appropriate. While advancing the third sheath via a percutaneous approach, the device became stuck in the right common iliac. A decision was made to leave the sheath in the common iliac and advance the delivery system. The system was advanced but the valve would not cross the area where the sheath was hung up in the iliac. While trying to abort the procedure and re-sheath the valve, the system ¿tilted¿ and the valve would not re-enter the sheath. During removal of the system, the valve dragged across the common iliac dissecting the vessel from the common iliac to the femoral artery. The site tried to occlude the vessel proximally with no avail. While awaiting support from the vascular surgeon, the blood pressure dropped to 60mmhg and the belly began to distend. The patient eventually died on the table. The minimum luminal diameter (mld) was 6.0x7.2 on the right side and the mld on the left was 5.9x6.4, with moderate calcification.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The physician¿s training manual specifically states that the sheath should be inserted past the aortic bifurcation. In this case, incomplete advancement of the sheath into proper position combined with the attempt to advance the delivery system with crimped valve without protection of the sheath appears to have contributed to the event reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.